Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).evaluation:results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2015a silicone aspheric three piece lens but the surgeon changed his mind. The lens was removed and there was no defect to the lens. Additional information was requested but the facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.